Manufacturer narrative:
(B)(4). Device evaluation: result - a sample is not available for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - without a sample, an absolute root cause cannot be determined. The bd engineer also notes that the needle is 1 inch long and should have been seen under a x-ray. Eclipse needle breakage is a highly remote occurrence.

Event description:
It was reported that the patient received a flu shot with the suspect device on (B)(6) 2016. On (B)(6), the patient contacted the reporter, (B)(6), to advise that they had ongoing complaints of decreased motion and arm pain. The patient saw his/her family physician who initially determined the flu shot was possibly given too high. Two months later, the patient was still complaining of "frozen shoulder". The patient was seen (B)(6) as he/she was not improving. The patient reports taking pain killers, physio, "etc." With no improvement. The physician changed his working diagnosis to a potential piece/shard of needle retained in the arm and the patient was sent for an x-ray. The results came back (B)(6) as inconclusive and could not rule out a shard of needle in the arm.